Event description:
The physician reported that after real time tests performed during the follow-up (when the device was programmed in safe-r mode), a pacing rate below the programmed basic rate (60 min-1) was observed for around 20 seconds. Preliminary analysis showed that the device operated as expected.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that after real time tests performed during the follow-up (when the device was programmed in safe-r mode), a pacing rate below the programmed basic rate (60 min-1) was observed for around 20 seconds. Preliminary analysis showed that the device operated as expected.

Event description:
The physician reported that after real time tests performed in safe-r mode, a pacing rate below the programmed basic rate (60 min-1) was observed for around 20 seconds. Preliminary analysis showed that the device operated as expected.